Event description:
Vague pump report of "pump not infusing, does not alarm et volume infused continues to give what would be infused" during clinical use. No additional clinical info was able to be obtained. No pt injury was reported.